Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, the reported issue for ¿infection¿ cannot be confirmed through product analysis testing. The returned ipg successfully communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the reported issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patients system was explanted due to a potential infection at the ipg site. The ipg was protruding partially from the implant site. The entire system was explanted.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, the reported issue for ¿infection¿ cannot be confirmed through product analysis testing. The returned ipg successfully communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the reported issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.